Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the delphin battery pack was not charging on the centrifugal system. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the biomed. The biomed found a bad solder joint on the charging board and repaired it. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.